Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had no external power alarms as well as multiple connect power alarms. The log file captured several power cable disconnects while using battery power. Clips and batteries were switched out with no alarm resolution. The modular cable was replaced after log file review and will be returning for evaluation. The patient was also changed to a new controller. It was reported that alarms happened again while the patient was wearing batteries (mainly noted while wearing the spandex lvad shirt). Log file analysis captured indications of a weak connection between batteries and clips on (B)(6) 2022 which caused power cable disconnects. Since batteries, clips, and the controller was swapped it was recommended to replace the controller with a new 1.7 controller. X-ray images of the driveline were unremarkable and a 4d computed tomography of the driveline was not needed. The batteries were new but already required recalibration on a set - the set needing recalibration has completed 94 cycles. A controller exchange for this patient will be done. The spandex lvad shirt may have caused the weak connection between the batteries and clips.

Event description:
Related manufacturer reference number for the second system controller exchange: 2916596-2022-10358.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis; however, the reported event of a no external power alarm was not confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 13 days (02apr2018, 01jan2000, 07jun2018, 20jun2018, 03apr2000, 26apr2000, 14apr2000, 12jan2000, 24feb2021, 06sep2021, 16mar2022 ¿ 18mar2022 per timestamp). Events occurring on 01jan2000, 03apr2000, 26apr2000, 14apr2000, 12jan2000 were recorded as default dates due to the controller losing power. The controller was not connected to the driveline during these timestamps and was the patient¿s backup controller. The driveline was connected to the controller on 16mar2022 at 12:50:55. Intermittent atypical power cable disconnect alarms coincident with rsoc invalid faults on the white power cable were active on 16mar2022 from 21:07:16 ¿ 21:09:09. These alarms cleared shortly after activating and occurred on battery power. Pump operation was not affected by these alarms. There were no other notable events active in the log file. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 01jun2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.